Event description:
It was reported that the customer was having issues with the intermittent catheter not releasing the urine. Customer felt like it was blocked, and the urine would not come out. The customer also mentioned that they experienced difficulty inserting the catheter all the way. Stated that they were received 2 iodine in one of the kits and received a kit where there was no iodine in it. Customer received infection twice in one year due to reusing the hose or running out of supply. Customer could not confirm if it was a bd product and said it was a long while ago and could not remember. Also stated customer wife and dad used this product as well and experienced some issues. No specification. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect box packaging operation". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having issues with the intermittent catheter not releasing the urine. Customer felt like it was blocked, and the urine would not come out. Customer also mentioned that they experienced difficulty inserting the catheter all the way. Stated that they were received 2 iodine in one of the kits and received a kit where there was no iodine in it. Customer received infection twice in one year due to reusing the hose or running out of supply. Customer could not confirm if it was a bd product and said it was a long while ago and could not remember. Also stated customer wife and dad used this product as well and experienced some issues. No specification. It was unknown what medical intervention was provided for infection.